Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received

Event description:
Additional information received identified that the ipg became inoperable because patient stopped charging. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg became inoperable. As a result, patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced to address the issue.